Event description:
It was reported the pt's scs system was explanted on the same day of implant due to the physician's concerns that a hematoma had developed. Upon removal of the lead, some blood was observed but there was no hematoma. There were also no reported symptoms of a neurological deficit. The explanted products were discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.